Event description:
The customer contact reported the device touchscreen was not working. The device had been returned to the biomedical department from a nursing floor with a note indicating the device was not functioning. It was reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During preventive maintenance testing at the user facility, the device touchscreen was not working. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.